Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a broken neck. The surgeon performed tha with the above parts and trident cup/liner. It is the first case in (B)(6). The surgeon wants to know the breakage reason. Please investigate the breakage surface by sem. The surgeon asks us compensation such as surgical cost and hosptial stay cost etc.

Manufacturer narrative:
After the initial report was submitted it was determined that this report is a duplicate report of the previously reported event under MDR number 3010536692-2018-00221